Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The pump was returned to the manufacturer on august 10, 2017. It was indicated the pump was replaced with an 8637-40 in order to extend the refill period, as it was noted the patient had a very short refill interval with the 8637-20 and the patient wanted to extend the refill period. It was reported this was determined at the time of the surgery. It was also reported the new pump was placed in a different location.

Manufacturer narrative:
The pump was returned and analysis found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 30 mcg/ml fentanyl at a dose of 8.8 mcg/day and 150 mcg/ml clonidine at a dose of 43.95 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was being repositioned from the patient's posterior to their anterior due to the pump occasionally rubbing on the patient's pants line and/or ribs causing discomfort. The patient was having surgery to move the pump anterior. The issue was resolved at the time of this report. The patient's status was alive; no injury and no further complications were expected or anticipated.